Manufacturer narrative:
Trackwise # (B)(4). Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug -2019 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
Related to (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure hemopro2. Cord was changed. No harm to patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was changed due to hemopro2 was cutting branches but not sealing branches well. They stated that cord did not fail to deliver energy. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). Corrected sections: b-5, h-6 problem device. Updated sections: g-4, g-7, h2, h-10, h-11.